Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump was not delivering insulin. The customer's endocrinologist believed something was wrong with the insulin pump. The customer experienced high blood glucose levels and kept receiving no delivery alarms at night. The insulin pump also kept alarming motor error at night during basal delivery. The customer was able to rewind the insulin pump. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.